Event description:
It was reported that during a lap left hemicolectomy procedure, there were no issues with the device. Immediately post operatively, the patient was stable. Twenty-eight hours later, the patient died following a blood leak from the anastomotic site. It is unknown if a leak test was performed at the anastomotic site during the procedure. It is believed that the patient was not on any anticoagulants pre-op. The patient was in the hospital and was not taken back to surgery prior to his death. An initial autopsy report mentioned blood in the colon from a blood leak.

Manufacturer narrative:
The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.